Event description:
Product analysis for the model 104 generator was completed and approved. The pulse generator diagnostics were as expected for the programmed parameters. Review of the data dump showed that the device showed high impedance on (B)(6) 2017 where impedance changed from normal to high impedance. It is unknown what the exact date of explant is and if this chance in impedance occurred after explant or prior to. No additional or relevant information has been received to date.